Event description:
It was reported that the patient wanted to know if the heart rate monitor from treadmill interferes and can possibly shut off device. Or if a golf cart (driving or passenger ) can interfere and turn off the unit. The patient wasn't a hundred percent sure. This week the patient couldn't get the patient programmer to show anything. The patient had stuff on screen just no lightning bolt. The patient had to setup the external unit to show her setting. The patient had to use the detachable antenna. The patient did not usually use the antenna. The patient just hold it over her device and presses the buttons. The patient was implanted for both bladder and bowel and had scar from tissue rectocele repair. Sphincter wasn't working was main reason for implant therapy. The patient didn't have the lighting bolt but the screen said program 2 at 2.0 v . The patient just upped it from 1.8v last night and was having situations. The patient noticed over last two days the change; it didn't feel like it was on. The lightning bolt wasn't on there when she would c heck it. The only thing the patient had done was gone to the gym the day before. The patient was not able to adjust stimulation. The device was powered off. Compatibility guidelines were requested for the following: emi and magnets. Compatibility guidelines were requested for the following: patient services provided considerations with heart rate monitor on treadmill at gym and also electric golf cart. Additional information received noted that the cause of the event was unknown. Reprogramming 2013-10-11 was pending. Signs and symptoms were noted as 2 episodes of fi (fecal incontinence) and urge incontinence in past 3 months. Hospitalization was not required.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va08w68, implanted: (B)(6) 2013, product type: lead. (B)(4).